Event description:
The customer reported that the device failed to discharge during cardioversion. There was no negative patient impact reported.

Manufacturer narrative:
(B)(4). A follow-up report will be submitted upon completion of the investigation.